Manufacturer narrative:
Device eval: reporter states at the time of the incident, no one admitted to bolusing the pt even though the pump history showed evidence of 2 programmed boluses. States in 2008 a person did admit to administrating the boluses. Upon receipt, the device was evaluated. The tamper seal was intact. The eval could not duplicate any unintended boluses. Standard accuracy tests and calibrations were found to be within specifications.